Event description:
A caller reported an issue with the insulin gauge displaying a different amount than expected, indicating a fill estimate discrepancy. The current estimate displayed was 31 units, whereas the expected fill estimate was between 60-65 units, with a difference greater than 30 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on removing air from the cartridge, a step that had not been completed, and the caller acknowledged this advice. The caller chose not to load a new cartridge and will continue using the current one, with the option to follow up if necessary.